Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 330cc saline breast implants which bilaterally have issue with capsular contractures, unknown baker grade after implantation. Patient feels discomfort more on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.